Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise oversensing. The lead was reprogrammed. Later, on mar 4, 2020 a new pace/sense lead was placed, and the pace/sense portion of the existing lead was capped. The patient was stable.